Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable as event was not related to device but to patients anatomy. Summary of investigational findings: on (B)(6) 2016 a 74 year old male patient received a zdeg-pt-34-199-pf-ci, zdeg-p-32-142-pf-ci and a zdes-46-185-ci to treat a type b dissection. The completion angiogram showed that the thoracic false lumen was patent with flow from a proximal type I entry-flow through the primary tear. The abdominal false lumen was patent with flow from a secondary tear in the right femoral artery. The devices were patent and intact. On the follow up CT¿s both the thoracic and abdominal part of the false lumen was partially thrombosed with flow from respectively collateral arteries and secondary tears in the abdominal aorta. It was reported that on the 3 year follow-up CT an unknown type endoleak was noted. No adverse effect to the patient has been reported. The imaging provided was reviewed by an imaging expert. On the pre-operative imaging a type b dissection is seen, beginning immediately distal to the lsa with multiple secondary tears in the abdominal aorta with the false lumen continuing into the right external iliac artery and the left common iliac artery. Angiography performed on the day of the tevar showed that the proximal stentgraft was placed with a small gap distal to the lsa, the distal stentgraft is placed with 3 stent overlap and the zdes is then placed extending into the distal abdominal aorta. 4 days postoperative it is noted that the distal graft lands 22 mm above the celiac artery and that there is adequate overlap of all three devices. The false lumen from the mid to distal graft segment is seen with retrograde perfusion from secondary tears in the abdominal aorta, which in the review is described as consistent with a type 1b distal endoleak. Per clarification, the type 1b endoleak refers to perfusion of the false lumen, not the true lumen. On the following CT scans including the last one reported at 3 years, the perfusion of the false lumen persists both from intercostal branches and new entry tears. Review of the device history records gave no indication of the devices being produced outside of specifications. The likely cause for this event is that there were multiple entry tears in areas of the aorta that was not covered by stent grafts, why flow into the false lumen persisted. No failure of the devices was found. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook zenith thoracic dissection. Occupation: research coordinator. Similar to device under PMA/510(k) p180001. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: unknown type endoleak ¿ noted on 3 yr follow-up CT. 3 year follow-up CT: (B)(6) 2019. Site: thoracic ¿ partially thrombosed ((B)(4)) - unknown type endoleak ((B)(4)) abdominal ¿ partially thrombosed ((B)(4)) ¿ unknown type endoleak ((B)(4)) devices are patent and intact. Patient outcome: the patient was discharged from the hospital following the index procedure on (B)(6) 2016. No adverse events have been reported since discharge from the index procedure. Subject remains in the study.